Event description:
It was reported that episodes of lead noise and noise reversion with high ventricular rate episodes were observed on the ventricular lead. The noise was reproducible with pocket manipulation. The patient reported recurrent episodes of syncope but no noise episodes seemed to correlate with the patient symptoms. The physician believed the symptoms were unrelated to the noise observed. The patient was being monitored and was to continue with routine follow up. No intervention was planned. The patient was stable.